Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's weight was unknown. Customer did not know the exact event date. The model # was not provided. Since no product information was provided, lot # and expiration date and device manufacture date were left blank.

Event description:
The customer from (B)(6) called to seek assistance with his breeze 2 meter. During the call, the customer reported that in 2017, he obtained blood glucose readings of 300 mg/dl and above 600 mg/dl on his breeze 2 meter. At the time he got those results, he was feeling lightheadedness and fainted. The customer was hospitalized and was taken to intensive care unit for seven days, where he received serum. He did not remember the medicines provided. While he was in the hospital, glucose test was performed every single day on his meter. The customer did not remember the readings. The last blood glucose reading in the hospital was 89 mg/dl. The customer was feeling fine and was discharged from the hospital. The customer was told not to use metformin. He now uses inulin nph 30 mg, twice per day and regular insulin 10 mg. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to the customer. The customer did not provide the product details.